Event description:
IV inserted without difficulty. When pulled back stylette, blood came out small hole in intima tubing. Then attempted to push and normal saline came out through hole in tubing. IV discontinued because defective.